Manufacturer narrative:
The sureform 45 stapler instrument and green reload used during this event were not received for failure analysis investigations. The images received by the customer on this event were reviewed. A disrupted staple line with overlapping firings, active oozing, and malformed staples, some not fully embedded in tissue was observed. When the stapler's sureform algorithm detects higher than expected firing forces, it will proactively pause or stop the fire, resulting in a partial fire. This is expected behavior. However, these images show the presence of unformed and loose staples. This may happen as a result of extending staple lines or not having all tissue fully within the jaws during a fire. The staple logs for this procedure were reviewed. The logs show the sureform 45 stapler instrument part number: 480445-06, lot number: k15250925-0284, was installed on the system 9 times and fired 4 reloads (2 green, 1 black, 1 green, in that order). On install 1, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. On installs 2, all clamps were successful but were followed by a firing failure. On install 3, the first clamp was successful, but was followed by a second firing failure. On install 4, the first clamp was successful, but was followed by a third firing failure. On installs 5-9, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected upon each install. After the 9th install, the instrument was removed and not used again in the procedure. Next, the logs show the sureform 45 stapler instrument part number: 480445-06, lot number: k15250925-0288, was installed on the system 10 times and fired 10 reloads (1 green, 1 white, 2 green, 4 white, 2 green, in that order). On install 1, the first clamp was successful, but was followed by a firing failure. On installs 2-4, and 7-10, all clamps were successful, and the firings were each completed with no pauses for compression. On installs 5 and 6, the system failed to detect the reload color and the user manually selected the white reload color, using the graphic user interface (gui) on the surgeon side console (ssc) touchpad in each case. On both installs, the first clamp was successful, and the firing was completed with no pauses for compression. After the 10th install, the instrument was removed and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform 45 stapler instrument fired a green reload accessory and created an incomplete staple line. When stapling the lung, the stapler gave a "tissue too thick" error message. The surgeon specified he did not have complete memory recall of the event details; however, he confirmed the stapler fired, as the blade was advanced. The surgeon indicated the only choice was to fire. This event occurred when firing across the lung and the surgeon noted the lung tissue to be significantly beaten up due to the firing issue. The firing resulted in an incomplete staple line with malformed and unformed staples. The unformed staples were removed via suction. Additionally, there was some bleeding that was unexpected, however it was not profuse. The surgeon switched to a black reload accessory and encountered the same message. To resolve this, a laparoscopic handheld stapler was used to create a new staple line and complete the removal the wedge. The remainder of the surgery proceeded without further complication and the patient is doing well post operatively.